Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported no delivery alarm during a manual prime. Troubleshooting advised customer to rewind her insulin pump, reinsert her reservoir, and run a manual prime. Customer stated her insulin pump is working fine after the troubleshoot. No additional information is provided.